Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the system was completely occluded. Moreover, the patient wanted to get an ICD despite the explained risks. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from the product investigation indicates that the allegation against the product was not confirmed. The lv lead was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device. This supplemental is being filed to capture the product investigation results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the system was completely occluded. Moreover, the patient wanted to get an ICD despite the explained risks. There were no additional adverse patient effects reported. The lv lead was explanted.